Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture bakers grade unknown and rupture.

Event description:
Patient reported left side "implants are on the list of implants that allergan/natrelle requested a recall. Patient also has a high grade capsular contracture and the ultrasound also indicates a possible rupture of one of the implants." Device remains implanted.